Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva 22ga unit with an opened packaged from material number 383512, lot number 9318455. In addition, three photographs were also submitted. The photographs displayed the package label and unit, a view of the tip shield, winged adapter and partial extension tubing with bodily fluids present. The third photograph displayed bodily fluids present in the extension tubing. A visual evaluation was performed on the returned sample which displayed the needle was fully retracted and the winged adapter was still attached to the tip shield. A functional test was performed. Decoupling (separating) of the needle assembly from the catheter assembly was unsuccessful with the first attempt; the portions did not separate. While continuing to manipulate the two portions with force, the unit eventually resulted in decoupling of the portions. We observed that both the area where the clear portion of the adapter sits within the tip shield and the inside of the tip shield contained traces of cured adhesive. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrect placement of adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: after catheter placement, hcp tried to retract the needle but couldn¿t do it, resulting in a failure of puncture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: after catheter placement, hcp tried to retract the needle but couldn¿t do it, resulting in a failure of puncture.